Manufacturer narrative:
The thermogard console was returned to zoll on (B)(6) 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
At an unspecified time during patient rewarming, the thermogard console (sn (B)(4)) reportedly powered off by itself. Following this, the user powered the console back on; however, the console displayed a tcmid02 (ce danfoss error) error message. The user immediately used adjunct therapy to continue patient rewarming. No known impact or patient consequence was reported.

Manufacturer narrative:
The report of tcmid02 (ce danfoss error) error message was reproduced during functional testing of the thermogard xp ivtm console (sn (B)(4) and the analysis of the retrieved event log confirmed the occurrence of nine tcmid02 error messages. The thermogard console is a reusable device and was manufactured around 2010. It has exceeded its expected service life of five years and is over 7 years old. The last recorded preventive maintenance was three years ago on apr 2015. The console was received with physical damage noted on the coldwell cap gasket and rollers which is unrelated to the tcmid02 error message. Further inspection of the console found degradation on the cooling engine and microcontroller. The root cause of the tcmid02 error message is caused by this observed issue. After replacement of the cooling engine and the microcontroller, as well as the physically damaged parts, the console was functionally tested and passed all final testing criteria without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).